Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation of the tumescent pump was completed december 2, 2015. Based on visual inspection, investigation results determined a failure of the pump head assembly. IFU dictates functional testing before use. The repair of the pump was performed. All functions, with and without foot pedal were tested and passed testing procedure to 100%.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer states that during the case preparation that the tumescent infiltration pump was delivering high fluid pressure, even though the pressure dial was turned to a low setting. The tumescent infiltration pump was not used for the case and a hand held tumescent infiltration kit to administer tumescent fluid.